Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known all available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed tsh result on the architect i1000sr analyzer. The following data was provided (uiu/ml): 0.2248, 0.2111, 0.2186, 0.20, 2.49, 2.00. There was no impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2018, the lot number was provided. Device was updated from unkown to 82046ui00. An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, sample testing and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The returned patient sample was tested via the analytical specificity testing plan with the likely cause lot. The sample was tested for dilution linearity using a manual 1:10 dilution and then further treated with a heterophilic blocking tube (hbt). The neat sample gave a similar result to that observed by the customer (0.2101 uiu/ml) and therefore the customer observation was reproduced. The results for the sample dilution and for the hbt treatment was were outside the evaluation acceptance criteria. Therefore, interference was identified in the sample received. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.